Event description:
Partial knee replacement [partial knee replacement] the results were not what they hoped for as after three weeks the pain returned [aching (r) knee] lack of efficacy; last injection she received did not work for her being her osteoarthritis; the results were not what they hoped for as after three weeks the pain returned with no ae [device ineffective] case narrative: initial information received on 29-jan-2024 regarding a solicited valid serious case received from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves 65 years old female patient who underwent partial knee replacement, the results were not what they hoped for as after three weeks the pain returned while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). She reported lack of efficacy; last injection she received did not work for her being her osteoarthritis; the results were not what they hoped for as after three weeks the pain returned with no ae (adverse event reported directly linked with device ineffective. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications, concomitant disease or risk factor and family history were not provided. On 26-jan-2023, the patient started taking hylan g-f 20, sodium hyaluronate injection at a dose of 6 ml 1x (once) intra-articular in the right knee (lot - crsl034, strength: 48mg/6ml, expiry date: unknown) for osteoarthritis. The patient reported lack of efficacy. Patient mentioned that the last injection she received did not work for her being her osteoarthritis was too advanced. The results were not what they hoped for as after three weeks the pain returned (device ineffective, arthralgia, onset: feb-2023; latency: few days approximately). She had received two injections in each knee of both synvisc and clinal. Patient had a partial knee replacement (knee arthroplasty) (onset: (B)(6) 2023, latency: 9 months approximately) and would be having the other knee done this summer, possibly (B)(6) 2024. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Action taken: not applicable for all events. Corrective treatment: not reported for arthralgia. At time of reporting, the outcome was not recovered knee arthroplasty, arthralgia and was unknown for device ineffective. Reporter causality: not reported for all events. Company causality: not reportable for all events. Seriousness criteria: medically significant for knee arthroplasty.

Event description:
Partial knee replacement [partial knee replacement]. The results were not what they hoped for as after three weeks the pain retirened [aching (r) knee]. Lack of efficacy; last injection she received did not work for her being her osteoarthritis; the results were not what they hoped for as after three weeks the pain retirened with no ae [device ineffective] case narrative: initial information received on 29-jan-2024 regarding a solicited valid serious case received from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada study title: patient support program involving synvisc one. This case involves 65 years old female patient who underwent partial knee replacement, the results were not what they hoped for as after three weeks the pain returned while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). She reported lack of efficacy; last injection she received did not work for her being her osteoarthritis; the results were not what they hoped for as after three weeks the pain returned with no ae (adverse event) reported directly linked with device ineffective. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications, concomitant disease or risk factor and family history were not provided. On (B)(6) 2023, the patient started taking hylan g-f 20, sodium hyaluronate injection, liquid (solution) at a dose of 6 ml 1x (once) via route intra-articular in the right knee (lot - crsl034, strength: 48mg/6ml, expiry date: 31-aug-2025) for osteoarthritis. The patient reported lack of efficacy (drug ineffective, onset: (B)(6) 2023; latency: few days approximately). Patient mentioned that the last injection she received did not work for her being her osteoarthritis was too advanced. The results were not what they hoped for as after three weeks the pain returned (device ineffective, arthralgia, onset: (B)(6) 2023; latency: few days approximately). She had received two injections in each knee of both synvisc and cingal. Patient had a partial knee replacement (knee arthroplasty) (onset: (B)(6) 2023, latency: 9 months approximately) and would be having the other knee done this summer, possibly (B)(6) 2024. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Action taken: not applicable for all events. Corrective treatment: not reported for arthralgia. At time of reporting, the outcome was not recovered knee arthroplasty, arthralgia and was unknown for device ineffective. Reporter causality: not reported for all events. Company causality: not reportable for all events. Seriousness criteria: medically significant for knee arthroplasty. A product technical complaint (ptc) was initiated on 29-jan-2024 for synvisc-one (lot/batch number: crsl034, expiry date: 31-aug-2025) with global ptc number: (B)(4). The sample of the ptc was not available and the ptc stated: preliminary assessment: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. (Rc 31jan24) investigation: (rc 13feb24) batch number crsl034, synvisc was manufactured on 22sep2022 with expiration date of 31aug2025 yielding (B)(4) singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Trend analysis: there are fourteen (14) complaints for mother lot crsl034 and sub-batches. (B)(4) crsl034 product closure/ seal issue (B)(4) crsl034 syringe broken (B)(4) crsl034 without/not enough effect (B)(4) crsl034 other pharmacovigilance event (B)(4) crsl034 without/not enough effect (B)(4) crsl034 without/not enough effect (B)(4) crsl034 other pharmacovigilance event (B)(4) crsl034 without/not enough effect(B)(4) crsl034 without/not enough effect (B)(4) crsl034 without/not enough effect (B)(4) crsl034 other pharmacovigilance event (B)(4) crsl034 other pharmacovigilance event (B)(4) crsl034 without/not enough effect (B)(4) crsl034 without/not enough effect based on investigation and trend analysis, no CAPA (corrective and preventive actions) required. Sanofi will continue to monitor adverse events. Trend analysis will be performed on a periodic basis to determine if a CAPA is required. There is no quality related defect that would attribute to a malfunction, death, or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. The final investigation was completed on 14-feb-2024 with summarized conclusion as no assessment possible. Additional information was received on 14-feb-2024 from quality department via other healthcare professional: ptc number, details and results were added. Expiry date was added for suspect. Text was amended.

Event description:
Partial knee replacement [partial knee replacement]. The results were not what they hoped for as after three weeks the pain retirened [aching (r) knee] lack of efficacy; last injection she received did not work for her being her osteoarthritis; the results were not what they hoped for as after three weeks the pain retirened with no ae [device ineffective]. Case narrative: initial information received on 29-jan-2024 regarding a solicited valid serious case received from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: (B)(6). Study title: patient support program involving synvisc one. This case involves 65 years old female patient who underwent partial knee replacement, the results were not what they hoped for as after three weeks the pain returned while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). She reported lack of efficacy; last injection she received did not work for her being her osteoarthritis; the results were not what they hoped for as after three weeks the pain returned with no ae (adverse event) reported directly linked with device ineffective. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications, concomitant disease or risk factor and family history were not provided. On (B)(6) 2023, the patient started taking hylan g-f 20, sodium hyaluronate injection, liquid (solution) at a dose of 6 ml 1x (once) via route intra-articular in the right knee (lot - crsl034, strength: 48mg/6ml, expiry date: 31-aug-2025) for osteoarthritis. The patient reported lack of efficacy (drug ineffective, onset: (B)(6) 2023; latency: few days approximately). Patient mentioned that the last injection she received did not work for her being her osteoarthritis was too advanced. The results were not what they hoped for as after three weeks the pain returned (device ineffective, arthralgia, onset: (B)(6) 2023; latency: few days approximately). She had received two injections in each knee of both synvisc and cingal. Patient had a partial knee replacement (knee arthroplasty) (onset: (B)(6) 2023, latency: 9 months approximately) and would be having the other knee done this summer, possibly (B)(6) or (B)(6) 2024. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Action taken: not applicable for all events. Corrective treatment: not reported for arthralgia. At time of reporting, the outcome was not recovered knee arthroplasty, arthralgia and was unknown for device ineffective. Reporter causality: not reported for all events. Company causality: not reportable for all events. Seriousness criteria: medically significant for knee arthroplasty. A product technical complaint (ptc) was initiated on (B)(6) 2024 for synvisc-one (lot/batch number: crsl034, expiry date: 31-aug-2025) with global ptc number: (B)(4). The sample of the ptc was not available and the ptc stated: preliminary assessment: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. (Rc 31jan24) investigation: (rc 13feb24) batch number crsl034, synvisc was manufactured on 22sep2022 with expiration date of 31aug2025 yielding (B)(4) singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Trend analysis: there are fourteen (14) complaints for mother lot crsl034 and sub-batches. (B)(6) crsl034 product closure/ seal issue (B)(6) crsl034 syringe broken (B)(6) crsl034 without/not enough effect (B)(6) crsl034 other pharmacovigilance event (B)(6) crsl034 without/not enough effect (B)(6) crsl034 without/not enough effect (B)(6) crsl034 other pharmacovigilance event (B)(6) crsl034 without/not enough effect (B)(6) crsl034 without/not enough effect (B)(6) crsl034 without/not enough effect (B)(6) crsl034 other pharmacovigilance event (B)(6) crsl034 other pharmacovigilance event (B)(6) crsl034 without/not enough effect (B)(6) crsl034 without/not enough effect based on investigation and trend analysis, no CAPA (corrective and preventive actions) required. Sanofi will continue to monitor adverse events. Trend analysis will be performed on a periodic basis to determine if a CAPA is required. There is no quality related defect that would attribute to a malfunction, death, or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. The final investigation was completed on 14-feb-2024 with summarized conclusion as no assessment possible. Additional information was received on 14-feb-2024 from quality department via other healthcare professional: ptc number, details and results were added. Expiry date was added for suspect. Text was amended.